Event description:
MFR received a report alleging that the center rivet of a bed broke, causing the bed to collapse. This allegedly resulted in a pinched nerve. Incident occurred in 1997, reported in 1999.